Event description:
The manufacturer rec'd info alleging a ventilator failed a step during testing. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. When the ventilator was rec'd from the durable medical equipment company, the device's system board to interface board cable was found to be disconnected. The cable was reattached to address the issue. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.